Event description:
Ous MDR - the pantera pro balloon ruptured at 16 atm.

Manufacturer narrative:
The technical investigation of the returned device revealed that the balloon has been in, and deflated. During investigation a microscopic pinhole was detected in the proximal part of the balloon and several deep scratches nearby. The provided angiographic images were reviewed and the actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The final root cause for the leakage is most likely related to external factors during the procedure (i.e. Patient anatomy).